Event description:
A Physician reported that during a cataract surgery with intraocular lens (IOL) implant procedure, the lens was placed in the cartridge, viscoelastic material was applied, and the cartridge was placed in the company injector system. The lens was folded in the correct cartridge, but when it was removed, it was scratched and broke.Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and Product History Records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (b)(4)